Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis. The event involved product(s) mmt-1892. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-1892.

Event description:
Updated summary: hcp reported that at bedtime, despite the customer and his/her family having no memory of this, carbohydrates were entered into the pump and a bolus was administered. At 1:02am, a 1.7u bolus was given. At 3:09am, 95grams of carbohydrates was entered and a 4.3u bolus was given. Customer was taken by emergency transport to the emergency room for the low. Over delivery was alleged. Per updated complaint text in (B)(4), there was no high blood glucose event or diabetic ketoacidosis. There was no under delivery allegation. Incident blood glucose value was not 400mg/dl. Troubleshooting was not done. Pump was used within 48 hours of the low. It was unknown if auto mode was used. Customer will discontinue the pump. Pump is returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1886. Customer discontinued the use of the insulin pump. Mmt-1886 was returned for analysis.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-1892 to mmt-1886 as per new additional information and updated in sections b5,d1/d2a/d2b and d4. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 30-oct-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 30-oct-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 67000 (6.7 u) and dailytotalofbolusinsulindelivered = 60000 (6 u) which is equal to the dailytotalofallinsulindelivered = 127000 (12.7 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 30-oct-2024, these pump error(s)/alarm(s) were noted: low battery alert was found on: 10/27/2024 02:23:00.000. Replace battery alert was found on: 10/27/2024 11:54:00.000. Insert battery alarm was found on: 10/27/2024 11:55:14.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 30-oct-2024 at 08:58:59.000. There was no power data available for the event date of 27-oct-2024. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. Sgcalibrationerror (776) was found on: 10/30/2024 00:41:39.000. Lostsensor1alert (780) was found on: 10/29/2024 20:43:00.000. Lostsensor2alert (781) was found on: 10/29/2024 20:59:00.000. Sgcalibrationerror2 (838) was found on: 10/30/2024 01:03:04.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, lost sensor alert, sg calibration error2 or unexpected sensor errors or anomalies were noted during testing. Per r&d engineer mark freger, the boluses (1.7u and 4.3u) were programmed and delivered by keypresses ( I assume user activities). The pump behaved as expected (see attached detailed r&d analysis). The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.34 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs/high bgs/dka. Customer alleged for possible over delivery anomaly and bolus delivery anomaly (bolus 1.7u 3:09 bolus 4.3u) were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.